Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6)the user contacted dario to report high blood glucose (bg) readings. The user reported receiving from her dario meter bg readings of over 300 mg/dl, which were 60 mg/dl higher than her cgm and non-dario meter, which were 5 mg/dl within each other.